Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged 5032-000 was received for investigation. Visual inspection concluded without observance of breakage to the o-ring. The device was compared to a test sample, with no differences noted in the condition of the o-ring components. No problem found.

Event description:
On 10/25/2021, it was reported by a sales representative via email that a 5032-000 compression sleeve's rubber "o" ring made its way out when the "lefty" lag screw was inserted. This occurred during a procedure on (B)(6) 2021. Surgeon was able to complete procedure without the "o" ring and assured the lag screw was inserted with great compression function. During inspection of the compression sleeve after the case, it was determine that the "o" ring appeared to be cut in two.